Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced vomiting. The cgm was reading 50 mg/dl and the blood glucose was not checked. The patient self-treated with carbohydrates. An unspecified time later, the egv reading was 400 mg/dl. The patient had vision changes and presyncope. The spouse transported her to the ed. There, the bg was 727 mg/dl and the egv was not documented. The patient was diagnosed with dka and treated with saline, liquid, insulin and anti nausea medication. Of note, the patient uses t slim pump. At the time of the report the same day, the patient was starting to feel well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.